Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported: "patient had to return to or for removal of the broken plate and have the distal humerus plate replaced with a synthes distal humerus plate (removal/revision).